Event description:
Device malfunction: irregular appearance-exchange sheath, locator wings-bent. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, during thumb advancer deployment, the exchange sheath "accordioned" and after clip deployment, bleeding continued. Manual compression was applied to achieve hemostasis. When the device was removed, the locator wings appeared bent. There were no reported adverse pt effects. Though requested, no additional info was provided.

Manufacturer narrative:
(B) (4). (B) (4). Irregular appearance. The device was received. Investigation is not complete.